Event description:
The patient called lfs alleging that their one touch basic enhanced meter was reading inaccurately erratic. The patient reported blood glucose results of 203 mg/dl, 198 mg/dl, 85 mg/dl, and 180 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicated a potential malfunction of the meter in terms of precision. The customer service representative walked the patient through a check strip test and the result fell within specifications. Quality control testing could not be completed as control solution was unavailable. Patient's meter was replaced.